Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. Patient involved and no harm reported. (B)(6) rn, called and stated, ¿so I keep getting a repetitive gas loss alarm in the circuit. We¿ve tried disconnecting and reconnecting and looking for kinks, which there were none.¿ she did not utilize the help screen or the iab fill key. Advised her to verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. (B)(6) then performed a fill which resolved the gas loss alarm and resumed therapy. Explained the nature of the alarm and based on the information she gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by ongoing tachycardia with a fib rvr. Encouraged (B)(6) that the alarm go off several times in an hour so that we could troubleshoot together. She was appreciative of the support. In future if we receive any new information will reopen and update the investigation.

Event description:
It was reported during use that cardiosave intra aortic balloon pump (iabp) had recurring gas loss alarm. Initial troubleshooting included checking for kinks and reconnecting the circuit, with no resolution. After verifying tubing integrity and connections, she performed a manual fill, which resolved the alarm and therapy resumed. Based on patient hemodynamics, the alarm was likely triggered by tachycardia with atrial fibrillation rvr. There was no harm or injury reported to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.